Manufacturer narrative:
(B)(4). The device has not been returned to edwards. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without the return of the device for evaluation, we are unable to confirm the clinical comments made or determine the root cause for this event. Follow up attempts to obtain the device are in progress. Should the device is returned, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a 23mm bioprosthetic aortic valve, implanted six (6) years, four (4) months, two (2) days, was explanted due to severe aortic insufficiency. The explanted device was replaced with a 25mm bioprosthetic valve. Echocardiogram looked normal and hemostasis was excellent. Patient was returned to the cardiothoracic intensive care unit in serious stable condition. Patient was discharged on post-operative day #6.